Event description:
Customer reported her insulin pump alarmed three separate alarms. During the call, customer reported being hospitalized for diabetic ketoacidosis in the beginning of september. Customer's blood glucose was 1016 mg/dl when admitted. She stated she was feeling sick the monday before the event. The doctors said she was almost in a coma. During the call, customer hung up the phone. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).